Manufacturer narrative:
The date the power on resets were observed on (B)(6) 2012 not (B)(6) 2012 as previously reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings. Review of the black box shows power on resets on (B)(4) 2012 and no activity outside normal use. On examination, the battery compartment was noted to be cracked from the threads extending to the case seal. The battery cap that was returned with the pump for investigation had partially stripped threads. The battery cap continued to spin when attempting to tighten it securely to the pump. As a result of the ill-fitting battery cap, the pump would not power up. A test cap was utilized for testing and was able to be securely attached to the pump. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No power issues or rebooting was duplicated. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(6). Use error contributed to the adverse event in that the patient was using a damaged pump. The owner's booklet instructs the user to inspect the pump and confirm that it is operating properly. The booklet warns that cracks, chips, or damage to the pump may impact the battery contact. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient received treatment for hyperglycemia in the emergency room (ER) of a hospital on (B)(6) 2012. The patient's blood glucose was said to read "hi" on the glucose meter; no symptoms were reported. The reporter (ER nurse) stated that the pump had lost power due to a crack in the battery compartment. It was unknown how long the pump was without power but the nurse stated that the power loss was the reason for the hyperglycemia. There is no additional information available. This complaint is being reported because the patient experienced a serious bg excursion while using the pump for insulin delivery.